Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not clipping the vein or artery after inserting. The customer tried to use a different clip, but the large hem-o-lok clip applier instrument was still not working as intended. The customer tried to clip manually, but it was still not clipping. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the clip applier issue happened during the first application, and it was resolved by using back up clip applier.